Manufacturer narrative:
The cartridge was not returned, therefore product testing could not be performed. A review of the manufacturing records for the cartridge was performed. During the manufacturing process, inspection for any melting, roughness, dent, bent tip or smash condition is performed. The devices were manufactured within specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review that were related to the reported complaint and/or similar issues. The units were released according to specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. The cartridge met manufacturing specifications prior to release. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the account was having trouble loading the intraocular lens (iol) and the tip of the cartridge was possibly bent. Additional communication on 10/29/2015 confirmed that the cartridge tip was bent and the account was having a loading issue. There was no patient contact and the cartridge was not returned for evaluation.